Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A comprehensive e xamination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. No information regarding the specific customer issue that occurred with the device was available. Visual inspection noted that the device was applied on over indicated tissue, and that each reload was partially fired to the 4cm cut line. Each anvil clamping mechanism was deformed. Functionally, each reload was loaded into a representative instrument for functional testing. The interlocks were overridden and each reload was applied to test media. All remaining staples were placed, and the test media was cleanly transected. Each reloads interlock was tested and was found to function properly. This issue may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic sigmoidectomy, on resection of bowel, the reload was attached properly, but the surgeon was unable to squeeze the handle upon firing, it was stuck. The jaws locked on tissue and were opened and removed normally, from the device itself. The staff opened a new handle and the same reload was attached and then fired properly. There was no patient injury. Medtronic's initial evaluation of the incident device found that each reload was partially fired to the 4cm cut line. The anvil clamping mechanism was deformed.